Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past three days. Troubleshooting was performed. It was stated that the customer was having no delivery alarms, but she was not using the insulin pump at time of call. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.